Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05360 it was reported the patient was no longer receiving effective therapy. As a result, the patient's leads were explanted and replaced (with a single lead/different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4).